Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was observed during analysis. As received, a partial lead was returned in three pieces. Visual examination found one external insulation abrasion breaching the outer insulation at the proximal region exposing the outer coil consistent with friction to the device can.